Manufacturer narrative:
(B)(4). Component code: (B)(6) - device not returned. Additional information was requested and the following was obtained: what do you mean by "thread uncrimped" ? Please explain: the needle pulled off from the thread (for 2 devices). What do you mean by "the patient is under extracorporeal circulation" ?: the procedure is a surgery with ecc (extracorporeal circulation). Did the patient suffer from any consequence due to this issue (breakage needle and thread uncrimped" ?: if yes please explain: no. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary anastomosis procedure on (B)(6)2020 and suture was used. It was reported that the needle pulled off from the thread causing loss of time while the patient was under extracorporeal circulation. The procedure was completed using a new like device. There were no adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2021.   H3 evaluation: it was received for evaluation an opened box with six unopened samples of product. During the visual inspection of the unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damaged, breakage or crimped suture were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.